Event description:
According to the reporter, the device does not recognize when ac power is connected. This could be an indication that the device will not power up in ac or keep the battery charged.

Manufacturer narrative:
The customer declined an offer of non-warranty service for the device from physio-control physio supplied part information for power supply assembly repair kit to customer for repair.